Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak, air embolism and EKG changes. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted, and grasping was performed. However, while grasping, it was noticed through transesophageal echocardiography (tee) that bubbles had appeared in the left ventricle (lv). The physician retracted the clip into the left atrium (la). At this time, it was noticed that the water level in the delivery catheter (dc) handle had decreased. The red cap of the dc handle was removed, and heparinized saline was added to the dc handle. All attachments were then checked, but no problems were noticed. It was then noticed through tee that the patient¿s st-elevation had increased. The st-elevation then normalized. Some of the bubbles in the lv had disappeared; therefore, the procedure was continued. When positioning the device in the la, tee showed more bubbles occurred in the lv. It is suspected that the clip delivery system (cds) was the caused of the bubbles; therefore, the cds was removed and replaced. Two clips were then able to be implanted without issues, reducing mr to a grade of 1. The patient is in stable condition with no additional issues after the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported air embolism and EKG/ECG changes appear to be due to the procedural condition of the leak. Air embolism and EKG/ECG changes are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.